Manufacturer narrative:
A part of the catheter tube was returned for analysis. The internal and external diameter were measured proving that the catheter meets its design specifications. The device history file doesn't reflect any matter registered during manufacturing. We conclude that the catheter is without defect. So, no corrective action will be done.

Event description:
During implantation, the neurosurgeon attempted to connect plo6 catheter to a customer owned catheter passer but he failed. He thought that the diameter of the plo6 catheter was thicker than usual. Another catheter was used with success.